Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft (lot no. (B)(6)) were not returned for evaluation as they remain in the patient. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sharp increase in power consumption and estimated flows starting on (B)(6) 2025, leading to parameters above the normal operating range, and twenty (20) high watt alarms logged on (B)(6) 2025. As a result, the reported high power event was confirmed. The reported bio debris surrounding the outflow graft event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, infection and bleeding are known potential complications associated with the implantation of a vad. Based on review of past adverse events, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system  - outflow graft d4: lot#: 17280916-1058 d9: no h3: yes h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - outflow graft d4: model#: 1125 / catalog#: 1125 / expiration date: 30-apr-2023 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 01-apr-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted with the ventricular assist device (vad) exhibiting multiple high watt alarms and increased flow. The patient also reported a large amount of hematuria right before the alarms stopped. A computerized tomography (CT) scan of the heart with contrast structures revealed nonocclusive thrombus within the graft and concerns for infection around the graft. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.